Event description:
I purchased clear care brand contact lens solution. I used it but used a flat contact lens rather than the one that came with the product. I stored them overnight (8hrs) and when I inserted them my eyes immediately began burning and stinging severely. My eyes (8hrs later) are nearly swollen shut and I will be seeing an ophthalmologist to resolve the problem. Dates of use: (B)(6) 2018; otc product. Strength: "3 %" percent. Ophthalmic, routine overnight storage of soft contact lens. The problem did not stop after the person reduced the dose or stopped taking or using the product.